Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level, diabetic keto acidosis. The high blood glucose level of customer was 400 mg/dl. Current blood glucose level of customer was 330 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer was feeling unwell. The auto mode feature was not active at time of incident. The insulin pump also had blank display. The battery cap and the battery compartment of the insulin pump was not found damaged, missing or corroded. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. The insulin pump will not be returned for analysis.